Manufacturer narrative:
The clinician reportedly cycled power, resolving the reported complaint. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.